Manufacturer narrative:
On june 4th, additional information was provided. It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. No additional patient or event information was available. (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.